Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported gripper actuation issue, difficulty removing the device, difficulty grasping the leaflets and subsequent slda were secondary / cascading effects of the gripper line break and therefore due to procedural conditions; however, a cause for the gripper line break could not be determined. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in additional stress on the gripper line such that the line breaks when retracting the gripper lever; however, this cannot be confirmed. Additionally, the anterior leaflet prolapse likely influenced the difficulty grasping and the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the gripper line break, making it impossible to lower the grippers and preventing the clip delivery system (cds) from being retracted; therefore, the clip was deployed on the leaflets. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 3. The second clip delivery system (cds) was advanced to the mitral valve. During grasping, the gripper lever was raised, but the grippers were not up. A gripper line break was suspected. It was not possible to retract the cds due to the lowered grippers hindering the retraction in the left atrium; therefore, the decision was made to deploy the clip. Grasping was difficult with the grippers in a lowered status and the leaflets would fall in between the grippers and the shaft of the cds instead of between the arms and the grippers. Leaflet assessment was performed and satisfactory, but it was not possible to grasp between clip arms and grippers and there was a lot of tension on the clip due to the anterior prolapse. When the actuator knob was retracted, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The gripper line was removed and a gripper line break was confirmed at the level of the clip. Two clips were implanted, reducing the mr to 3. No further treatment was performed. The patient was confirmed to be stable and discharged. No additional information was provided.